Manufacturer narrative:
Continuation of d10: product ID 977c190 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. B3: only the year is known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reported that the cause of the ongoing impedance issues was not exactly determined, since the patient had a viral infect and meningeal symptoms in the meantime. The patient was admitted to the clinic due to other symptoms and was placed in intensive care. Nothing could be found on the MRI. However, due to the risk of infection, the electrode was explanted again, revealing an above-average amount of scar tissue¿the reasons for this are unknown. The patient was now doing well again, but a decision has not yet been made regarding a solution (e.g., whether/which electrode will be reimplanted).

Manufacturer narrative:
Continuation of d10: product ID 977c190, serial# (B)(6), explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g3 was entered as 2025-nov-26 mistakenly and has now been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. G2: the country of the event is at medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that originally, two 4-pole electrodes were implanted, but due to increased impedances, a revision to a 5-6-5 electrode was then carried out. In the operating room, all impedances were inconspicuous (green). However, already at the first follow-up ¿ the following day, still inpatient ¿ changed impedance values were shown (a connection with a fall or similar was therefore unlikely in the rep's opinion). In the first two weeks, the stimulation could hardly be adjusted in a usable way. On 17.11, the patient was very satisfied for the first time, but already on 18.11 the stimulation suddenly failed again. During the check, the impedances on the active contacts were suddenly too high. A slight adjustment was possible, but since then the stimulation has not optimally hit the target pain area. In addition, the patient feels the stimulation predominantly on the left, although the plate electrode is more to the right of the midline, which limits their scope for programming. At the last appointment on 19.11, another unusual finding was added: during the impedance measurement, the patient felt a sting every few seconds. This was new to them in this form ¿ even with greatly increased impedances, they have not experienced it before. Overall, the impedance curves and this new sensory finding seem strange, roughly speaking. They cannot currently judge whether there was anything else medical, but the measured values are conspicuous in any case. The rep contacted technical services about the newly implanted 5-6-5 lead that was showing unusual impedances, which fluctuate massively between impedance checks just a few days apart. Due to these issues they can not establish a proper therapy. Now they are wondering why the lead fails just a few weeks after implant and why the impedances are only sometimes bad. The patient was also complaining about "shocking sensations" on the last impedance measurement. Technical services responded that it could be caused by an improper connection between the ins and lead; however, it affects both cables. It is also possible that the lead was damaged during implant, leading to broken cables and intermitting issues. Both are difficult to diagnose further. It was suggested that they can maybe trigger the issue by applying pressure on either the ins or the lead.